Event description:
Boston scientific received information that two days post implant, this implantable cardioverter defibrillator (ICD) was not functioning normally with the competitor's right ventricular defibrillation (rv) lead. The competitor's rv lead revealed high shock impedances greater than 125 ohms. It was noted that at implant impedances values were at 95 ohms to 110 ohms and previously all shock impedance measurements were within normal range with previous competitor's device. At the most recent follow-up visit a induction test was performed and shock impedances measured at 88 ohms and delivered a 31 j shock. The physician would like to know the true value of the shock impedances that the device measured, in order to proceed. A data disk was sent into a boston scientific engineer for review. All other measurements were confirmed to be within normal range. No adverse patient effects were reported. The lead an device remain in service at this time. Approximately four days later, subsequent information was received from a field representative. The physician reviewed the memory dump that was provided to boston scientific technical services (ts). The data disk revealed that the true value of this competitor's right ventricular (rv) lead measured at 127 ohms on the (B)(6). In addition, the competitor's rv lead exhibited shock impedance measurements of only 2 ohms. At this time the patient's physician is aware of the situation and has made the decision to leave the implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead implanted. The decision was made to monitor the patient closely and an additional follow-up visit maybe scheduled at the end of (B)(6) to re-evaluate the patient's competitor rv lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time the patient's physician is aware of the situation and has made the decision to leave the implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead implanted. A boston scientific technical service consultant reviewed the memory download and discussed that the true value of this competitor's right ventricular (rv) lead measured at 127 ohms on the (B)(6). It was noted by the ts consultant that this information has been provided to the physician and they may proceed with troubleshooting the lead as the physician feels appropriate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.